Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt was implanted with opal spacer, screws and rods on (B)(6) 2012. X-ray taken on (B)(6) 2012, shows a decline of the cage. X-ray taken on (B)(6) 2012, shows the cage has dislodged and pt was complaining of problems with the foot. The pt was returned to the operating room on (B)(6) 2012, for revision. This report is #5 of 11 for the same event.